Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the cause for the reported unspecified tissue injury cannot be determined. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. There was challenges throughout the procedure with imaging due to the anatomical reasons. A triclip xtw was successfully placed on the anterior/superior (a/s) leaflets. A second triclip was attempted to be placed, during grasping attempts a chordae was ruptured. The triclip was then placed in the posterior/superior (p/s) region successfully. A third triclip was attempted to by placed but was unsuccessful in grasping and the clip was removed from the patient and the procedure was discontinued. The final tr was grade 3-4. There was no clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.